Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corp that an obtryx curved system was used during a mid-urethral sling procedure. The pt age was reported as (B)(6) years. According to the complainant, during the procedure, the mesh tore in half under the urethra. The physician removed the entire device and nothing was left inside the pt. The procedure was completed with another obtryx curved system. There were no pt complications and the pt's condition at the conclusion of the procedure was reported as "fine".